Event description:
A journal article received entitled: lower limb malrotation following mipo technique of distal femoral and proximal tibial fractures. A prospective cohort study which evaluated the incidence of rotational malalignment in distal femoral and proximal tibial fractures using computed tomography (CT) scanograms following indirect reduction and internal fixation with the minimally invasive percutaneous osteosynthesis (mipo) technique. R. Buckley,k. Mohanty and d. Malish et al. / injury, int. J. Care injured 42 (2011) 194¿199. A total of 27 subjects of which were 14 postoperative proximal tibial fractures and 13 distal femurs that underwent CT scanograms. Three females and 11 males with an average age of 38.1 years sustained proximal tibia fractures and six females and seven males with an average age of 55.8 years sustained distal femur fractures. This complaint regards a (B)(6) female who had a left proximal tibia fracture that was stabilized with l.i.s.s. Plate system who had a rotational deformity of 2.7 degrees. The patient also required hardware removal following fracture healing for hardware prominence. This is 2 of 2 for unknown locking screw for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The initial complaint was reviewed and was found not reportable related to the fact that the device(s) are not noted to be synthes products: retracting the initial med watch filed. Placeholder.

Manufacturer narrative:
Device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.